Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. It was stated that the device acted like it had no battery. It was stated that the customer changed the battery and the display came back on. Blood glucose value is 6.0 mmol/l. Insulin pump has a very small crack in the reservoir compartment. Nothing further reported.